Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Reportedly customer required assistance from parents and reported to the emergency room (ER). The customer administered a manual injection prior to the ER visit to address bg, and reportedly the customer declined treatment while in the ER. The customer continued to use the pump for insulin therapy.